Manufacturer narrative:
Received only catheter. The reported event was confirmed as cause unknown. Evaluation found a crack 5 cm from the tip. It was also noted that the tsc wire and rubberize layer were melted possibility because the catheter was exposed to hot items. The sample was inflated with water and observed water leaking from the tip. The catheter was dissected; however, the origin of the crack could not be determined. How and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Malfunction catheter kinking, damage, rupture, difficulty or failure to remove the device, occlusion of catheterinner lumens, encrustation, accidental removal of the device due to leakage of sterile water or balloon rupture, device damage due to inappropriate use, failure to measure temperature, improper temperature indication". (B)(4).

Event description:
It was reported that there was a crack on the catheter. The catheter was inserted into the patient during rectum surgery on the morning of (B)(6) 2016. Later that same day, the user found that the catheter fell out of the patient. Upon inspection from the facility, the catheter had a crack. The facility alleged the crack was about 5 cm long.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was a crack on the catheter. The catheter was inserted into the patient during rectum surgery on the morning of (B)(6) 2016. Later that same day, the user found that the catheter fell out of the patient. Upon inspection from the facility, the catheter had a crack. The facility alleged the crack was about 5 cm long.